Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked at the luer connection after transfusion. The following information was provided by the initial reporter: the nurse found that the extension tubing leaked at the luer connection after transfusion. The catheter was removed and replaced.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8256300. Our records have detected a trend for leakage occurring in this batch of bd pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on previous investigations, our engineers determined the root cause for this occurrence is an over application of force by a component in the manufacturing machinery responsible for feeding the metallic cuff into the adapter. This damage sustained creates a small opening allowing for he development of a leak. To prevent the reoccurrence of this issue our facility has decreased the inspection intervals on the alignment and cam angle checks by maintenance personnel, and introduced a zero tolerance policy for similar defects found during the inspection process, the machinery to be stopped, inspected, and repaired if any instance of this issue is identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked at the luer connection after transfusion. The following information was provided by the initial reporter: the nurse found that the extension tubing leaked at the luer connection after transfusion. The catheter was removed and replaced.